Event description:
I have had numerous illnesses that have only worsened over the years. I'm now at the point that I'm not able to work due to my ongoing conditions. I can barely get up on a daily basis due to all over muscle weakness and joint pain. I have had constant lesions for 14 years now that have disfigured me with scarring. They are on the breast and other parts of my body that create (B)(6). I have pernicious anemia, hair loss, memory loss, severe fatigue, hypersomnia, breast pain, swelling, sinus drainage, etc...